Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was getting multiple no delivery alarms. Troubleshooting was performed. The infusion set and reservoir were replaced and a fixed prime test was performed, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2013-93633.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir passed per inspection. No occluded anomaly during filling. Reservoir connected and locked into place properly.